Event description:
A voluntary report #mw5148267 was found in the maude site on 10th december 2023. Description of event: torque failure.this report reflects information received by FDA in the form ofa notification per 803.22 (b) (2). There is no information about where the incident occured.

Manufacturer narrative:
In voluntary report #mw5148267, limited information was provided, comprising only the device part number and lot number, with no details on the patient's health or identifying information about the reporting doctor. An investigation into the torque failure revealed challenges in pinpointing a definitive root cause due to missing important external factors, including patient medical conditions (e.g., diabetes, poor bone quality) and habits (e.g., smoking), as well as variations in surgical technique. Specifically, the specific insertion torque utilized by the doctor during implant placement was not reported. Should additional information be received which indicates that the device may have caused or contributed to the event, a follow up report will be submitted.